Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the lot number reported and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, a sample was chosen from production at the manufacturing facility. A visual exam was performed and no defects were observed. Functional testing was also performed and the cuff was inflated to 25mbar using a calibrated endotest meter. The cuff remained inflated for at least 30 minutes. The sample was then immersed in water and no bubbles were observed coming from the cuff, indicating there were no leaks. Based on the investigation performed, the reported complaint could not be confirmed. The actual sample was not returned, and there were no issues found with the representative device chosen from production.

Event description:
Customer alleges that "after some minutes the cuff starting to loose air and they couldn't proceed the operation without changing the tube with a new one." Alleged defect occurred during use. Customer contacted for additional information. Customer reported that the patient condition is "well".

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer alleges that "after some minutes the cuff starting to loose air and they couldn't proceed the operation without changing the tube with a new one." Alleged defect occurred during use. Customer contacted for additional information. Customer reported that the patient condition is "well".